Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: reduction mammaplasty. According to the reporter: the pt presented with wound dehiscence, but is healing well. No treatment was necessary. Surgery date was (B) (6) 2010.